Manufacturer narrative:
The device with the lens was returned loose inside the carton. The plunger lock and lens stop have been removed. The plunger was oriented incorrectly. Viscoelastic was observed in the device. The plunger was at mid-loading area upon return. The lens was misfolded against the left side of the loading area, rotated sideways. The lens door was opened to view. The lens appeared to have been potentially replaced into the device for return. The lens was observed crushed by the outside rail of the closing door and appeared to have more damage than what the provided photo displayed. One haptic was misfolded in this position. The other haptic was broken in the gusset area and distal area. The broken distal haptic portion was located in the nozzle entry area. Four (4) photos were provided. Photos 1 and 2 showed a portion of the used device (anterior view and posterior view). The plunger was advanced into the loading area. The lens was misfolded to the left side of the device and rotated in the loading area. One haptic was broken in the gusset area (returned in the loading area on the optic) and broken in the distal area. The broken distal area of the haptic was located in the nozzle entry area. Photos 3 and 4 show the entire length of the used device (anterior view and posterior view). The presence of viscoelastic in the device cannot be confirmed from photo 3 but in photo 4 there appears to be a small amount of viscoelastic present. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was used. The reported damage was observed. Based on the evaluation of the product and the provided photos, the root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Upon return, the plunger was observed to be oriented incorrectly in the device. It cannot be determined if the plunger may have been inadvertently retracted outside of the device and reinserted incorrectly by the customer. Although the plunger orientation cannot be ruled out as a potential cause, it is unlikely that the device was manufactured incorrectly. Plunger placement is conducted with a plunger/main body assembly fixture. The fixture by design ensures the proper orientation and placement of the plunger in the device. Broken haptics may occur: due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. F the operating room temperature is too high (> 23degree c or 73°degreef) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with a description of intraocular lens haptic broken. Additional information has been received and stated that the leading haptic was broken. The surgery was completed with unspecified lens. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).